Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Event description:
It was reported that farastar pfa generator nam was selected for use. It has been mentioned that touchscreen does not work and it appears that the cable has that connects to the port has broken pins and snapped off. Could not complete procedure due to not being able to use touch screen. No patient complications have been reported. The product return status is unknown.